Manufacturer narrative:
(B)(4).. The system is designed to assist a weakened, poorly functioning left ventricle. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed 1 high watt alarm logged on april 11, 2017 and an increase in power consumption starting april 3, 2017 to a peak of 5.3 watts on april 11, 2017 outside of normal operating range. In addition, there was a rise in power consumption observed starting april 11, 2017 to a peak of 4.8 watts on april 13, 2017. Of note, it was reported that the patient received multiple doses of tpa treatment after which the power and flow went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was hospitalized for shortness of breath, fatigue, and red urine. Initial lab results indicated that the patient's lactate acid dehydrogenase (ldh) was 2600 units per liter (u/l) and international normalized ratio (inr) was 1.93. There were noted increased ventricular assist device (vad) powers/flows on the monitor. The patient remains hospitalized and the vad remains in use. No further patient complications have been reported as a result of this event.